Manufacturer narrative:
(B)(6).

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported on (B)(6) 2024 one infusion set was feel off when patient was sleeping and the blood glucose at the time of incident is 18 mmol/l and at the time of call it is 12.2 mmol/l. No further information available.